Event description:
The customer reported that the monitor on the stenoscope system will intermittently lose the image. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep replaced a faulty cable. The system was tested and is operating as intended.